Manufacturer narrative:
F11 - date MFR initially forwarded report to FDA. H3. Evaluation summary: this device was returned, evaluated and retained by this MFR. The engineering evaluation indicated that the female luer lock on the catheter was unscrewed 2 1/2 turns causing a leak from the guidewire lumen. When the luer lock was tightened the balloon inflated and deflated correctly. No balloon burst was found. Based on the engineering evaluation, no reportable event and no malfunction of the device occurred. Therefore, co does not consider this to be a reportable MDR. B1. No box should be checked. Product problem box should be unchecked.

Event description:
A balloon burst at three atmospheres during a percutaneous transluminal angioplasty. No pt complications resulted from this event. This device has not been returned for eval. Therefore, no failure analysis will be available. Co's attempts to gain further info with regards to the circumstances surrounding this event were unsuccessful. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the product and without further details about the event, co cannot determine the exact cause for this event. Co's directions for use state: "do not exceed the normal pressure printed on the product label..never manipulate the catheter with the balloon inflated...the integrity of all balloon catheters may be compromised by sharp objects or surfaces. Not recommended for use in calcified lesions."